Manufacturer narrative:
Additional information: h11 radiographic image review: the CT reconstruction of c4-5/c5-6 acdf post-op sagittal images were provided. Axial CT shows one of the interbody screws is fractured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c5-c6 and c6-c7 anterior cervical discectomy and fusion (acdf) for an indication of c5-c6 and c6-c7 degenerative disc disease (ddd). It was reported that the atlantis vision elite screw broke 3 months after operation upon follow up for a two level cervical interbody fusion case and the broken screw was not removed. There was no patient symptom reported. There were no further complications reported regarding the event.